Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited no capture. The lead was tested prior to implant and was working fine. The lead was not implanted and replaced. The patient experienced no consequences.